Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer went to use the radio frequency (rf) head, however, water came flowing out of it. It was indicated that it would be returned for repair. There was no patient involvement.